Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a flood under the synchron cx5 delta chemistry analyzer. No injury was reported for this event.

Manufacturer narrative:
The bci hotline worked with the customer regarding the drain manifold, which resolved the issue.